Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. (B)(4).

Event description:
Patent reported she developed an open wound caused by a burn on the right axilla 13 days post miradry treatment. Antibiotics (keflex) were prescribed.